Manufacturer narrative:
Qn# (B)(4). The customer provided three images of the lidstock, the kit contents, and the guide wire assembly for analysis. The guide wire appears kinked in the images provided. The customer returned an opened multi-lumen cvc kit for analysis. Signs-of-use were observed on the guide wire body and tubing. Visual examination of the sample revealed six major kinks across the guide wire body. Additionally, the j-bend was deformed and did not have a continuous bend. Microscopic examination confirmed the kinks and revealed that the proximal and the distal welds appeared spherical and intact. No other defects or anomalies were observed. The guide wire length measured 599mm, which is within the specification limits. The diameter measured .804mm, which is within the specification limits. The six kinks in the guide wire measured 181mm, 192mm, 211mm, 232mm, 251mm, and 560mm respectively from the proximal end. A manual tug test revealed that the proximal and distal welds were secure and intact. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit cautions the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report that the guide was kinked during use was confirmed through complaint investigation. Visual analysis revealed six kinks across the guide wire body. Additionally, the j-bend did not maintain its normal shape as specified in the guide wire graphic. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the guide wire during the introduction started to peel and deform.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the guide wire during the introduction started to peel and deform.